Manufacturer narrative:
Batch review performed on 22 january 2025: (B)(4) items manufactured and released on 17-june-2024. Expiration date: 2029-06-03. No anomalies found related to the problem. To date, 32 items of the same lot have been sold with no similar reported events during the period of review. Additional implants involved: reverse shoulder system 04.01.0171 glenosphere - ø42x24.5 (k170452) lot. 2404989. (B)(4) items manufactured and released on 19-june-2024. Expiration date: 2029-05-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 9 days after the primary, the patient came in reporting pain due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the glenosphere and liner and the surgery was completed successfully.